Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? How was it confirmed that the anvil was secured to the trocar? What confirmation was received indicating that the device was fully fired? Was more than one firing stroke required to hear the crunch? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Were there staples observed in the tissue? If yes, what did the staple form look like? Were there staples missing from the staple line? Did the device cut? If yes, was the cut line fully circumferential around the target tissue? What was the appearance of the donuts? With the partial anastomosis, was a leak confirmed? If yes, how was the addressed? How was the case completed? Response received: there were staples missing on the lateral side of anastomosis. A leak was detected intra-op. It was repaired with sutures. Patient is doing well post-op.

Event description:
It was reported that during an unknown procedure, the stapler misfired-partial anastomosis (only information I have so far). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/29/2016. Batch # n53u6v. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.